Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin needle/syringe. The customer reports "felt some resistance when pushing down on the plunger to release the insulin, so he pushed a little harder and the needle broke off. A piece of the needle was sticking out, he was able to pull the needle out with tweezers."`